Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 586 mg/dl. Customer¿s also specified other relevant blood glucose and the blood glucose was 313 mg/dl and 220 mg/dl. Customer treated with bloused for high blood glucose. Customer also stated that the reservoir had air bubbles. The approximate size of the sir bubbles was quarter of an inch to half an inch, multiple sizes. The product will not return for the analysis. The product will not return for the analysis.